Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was discarded at the site. The device was not returned for analysis, therefore the complaint could not be confirmed and the event cause could not be conclusively determined.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for a carotid cavernous fistula (ccf). The landing zone artery size was 4.6mm distal and 5mm proximal. The vessel was moderately tortuous. The devices were prepared as indicated in the IFU. It was reported that the treatment plan was to build a multi-device construct to provide multiple layers of coverage at the fistula site. The pipeline flex was the second device attempted in a telescoping fashion. The tip coil was unsheathed and the wire was advanced in order to open/free the distal section of the ptfe sleeves. The distal section would not open completely; less than 50% of the braid was deployed. The physician attempted to load the catheter and also deploy more of the device, which did not resolve the issue. The pipeline flex was resheathed into the catheter and removed from the patient. Subsequent devices were implanted without any issues. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.